Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported ¿wasted product did not open correctly". The device was not implanted and a back-up device was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: ¿wasted product did not open correctly."

Event description:
Healthcare professional reported ¿wasted product did not open correctly". The device was not implanted and a back-up device was used.